Event description:
The patient underwent a full replacement on (B)(6) 2016. The explanted lead and generator were received for analysis on 02/26/2016. Product analysis is underway but has not been completed to date.

Event description:
It was reported on (B)(6) 2015 that this patient has high lead impedance. The patient had an appointment that day and upon interrogation of the device, a high lead impedance warning was triggered. The physician turned both the normal mode and magnet mode output currents to 0.00ma. He will also refer patient to neurosurgeon for evaluation for possible full system replacement. The patient stated that in the last few weeks she has had painful stimulation (shocking feeling) in her neck and chest area. Although surgery its likely, replacement has not occurred to date.

Event description:
Product analysis for the lead was completed and approved on 03/21/2016. The lead was returned in two pieces. In the first piece, abraded openings in the inner and outer tubing of the negative coil were noted. In the second piece, other abrasions noted were likely caused by the presence of the tie-downs. The outer tubing appears to be punctured a break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. However, due to pitting and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. Product analysis for the generator was completed and approved on 03/24/2016. From review of the generator decoder, the high impedance of 7986 ohms was present prior to (B)(6) 2015. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.